Event description:
From medwatch voluntary report: using bd "nexiva" IV catheter-20 gauge. The safety device normally has a lot of resistance requiring a rather vigorous pull to engage it thereby allowing it to be removed. In this particular case, the device actually jammed halfway and because of the backward motion already in progress, the entire catheter was unexpectedly pulled out of the pt. My "pulling" hand then recoiled causing me to stick the needle in a finger of the hand that had originally been holding the catheter in place. Of note, this pt is (B)(6) positive known prior to the event. Dates of use: 7 months. Diagnosis or reason for use: IV access.

Manufacturer narrative:
A facility name or contact was not available on the medwatch received, so we were unable to obtain any additional info regarding the event. Conclusion: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4)